Manufacturer narrative:
The subject product has not been returned for evaluation to date. Therefore, no conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation.

Event description:
It was reported by the patient that she is having pain after the surgery. Pt has had several tests to see if there is any problem with the mesh. Mesh to be explanted per the patient.